Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right ventricular (rv) lead exhibited high impedance measurements. The physician attempted several times but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction- section d9: checked "foreign" as it was missing in the initial report of 2017865-2025-87359.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.